Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic bent.dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -4.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. Refractive surprise was observed. On (B)(6) 2023 the lens was exchanged for a same model and size lens but different diopter and the problem was resolved. Cause reported as user error. "Doctor calculated lens wrongly."